Event description:
It was reported that while in the ccu (cardiac care unit) the pump did not inflate the balloon. As a result, the user checked the autopilot and operator mode. The inflation key was not working, but the deflation key was working. The engineer confirmed that the "key no functional." There was no reported patient death, injury or complications. Medical / surgical intervention was not required. There was a delay in iabp therapy for some hours.

Manufacturer narrative:
Qn #(B)(4).